Event description:
Customer experienced discrepant sodium and/or potassium results for four patient samples. The following patient example was provided. Initial sodium gave 141 mmol/l; repeat gave 130 mmol/l. Initial potassium gave 4.0 mmol/l; repeat gave 4.7 mmol/l. Initial results were reported. Patient not adversely affected. The field service rep determined the cause to be dirty/sticking valves, and replaced isv6, isv9 valves and cleaned isv8 valve. Performance tests were performed and within specification.